Event description:
Customer reportedly obtained results of 225mg/dl and 86mg/dl on the advantage system within 10 minutes. No adverse event reported. No action taken on device results. Requested return of suspect system and replacement was sent.